Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in the morning, she noticed that the infusion set's tubing was torn off from the quick release. No further information available.